Event description:
Preliminary information reported by the customer is that during a transfer, a pt has fallen out of a floor lift used with a clip sling, because one of the clip has come loose. The pt sustained a broken clavicle and shoulder.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh, inc. On behalf of the manufacturer arjo med (B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo med (B)(4). As of (B)(4) 2010, that number was de-activated due to the site no longer being a manufacturer. Going forward, complaints related to this product are to be handled by arjohuntleigh (B)(4). An on-site visit is to be scheduled to have the devices involved inspected by a representative of the manufacturer's sales and service unit subsidiary division. Additional information will be provided following the conclusion of the manufacturer's investigation.